Event description:
Subsequent to the initial MDR being filed additional information was received stating the incorrect device was inadvertently returned for analysis and the reported device has been discarded.

Manufacturer narrative:
(B)(4). The rx promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified which likely contributed to the failure to advance and stent damage as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the lesion/anatomy during retraction, damaging the struts, and contributing to the resistance during retraction. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the moderately calcified and tortuous circumflex artery, pre-dilatation was performed with an unspecified 3.0x15 dilatation catheter at 10 atmospheres. An attempt was made to advance a 3.0x23 rx promus stent delivery system but the device could not cross. The stent delivery system was removed from the anatomy and slight resistance was felt. Upon examination, the stent was noted to be flared. A non-abbott stent system was used successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device has been received; however, analysis is not yet complete. A follow-up report will be submitted with all additional relevant information.